Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 34 mg/dl. Customer stated that sensors stopped working this morning still has 5 days. Customer stated calibrations were not accepted then already asked for change sensor. Customer stated she calibrated with blood glucose 34 mg/dl and 76 mg/dl. Customer treated with soda. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer does not use auto mode or smart guard feature. Customer does not believed insulin pump was over-delivering. Customer stated insulin came out of transfer guard. The insulin pump will not be returned for analysis.